Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's performance has been fluctuating in the past. This was the first time he had been seen by his audiologist for 2 years. Whilst working with the patient, the audiologist discovered that the patient had fallen and hit his head in early 2012. He had received staples near or very near the implant site.